Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a prong on a driver broke off while removing a previous implanted screw during surgery. The driver was used to successfully complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned screw driver was evaluated. The one prong on the driver is fractured and one and one is bent. This driver is intended to be used in screw insertion and adjustment and not for removal of final tightened items; however, it was stated that it was damaged while removing hardware during a revision surgery. Therefore, the cause for the failure is unintended use of the device due to the user not following the surgical technique. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a prong on a driver broke off while removing a previous implanted screw during surgery. The driver was used to successfully complete the procedure without reported patient impacts.